Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that evidence of moisture ingress was visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: a review of the pump black box data indicated multiple replace battery alarms and low battery warnings; however no evidence of short battery life was observed. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside and on the underside of the battery cap. The battery cap was undamaged and secured properly to the pump; a power loss was not observed. A leak test was performed and failed due to a battery compartment leak. The pump was powered on and immediately emitted a cs 128 call service alarm after the verify screen was confirmed. The short battery life issue was duplicated. The pump case was removed and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.